Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was freezing up (locking-up). There is no report of pt injury associated with this event.